Event description:
It has been reported that the system was down. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the angiography system was down. Review of the system log files were analyzed remotely where sib errors found on 8th nov at 21.50 with probably caused by power surge not filtered by ups. Onsite service engineer checked the system and found that there were many issues with the electrical line from the hospital. After all the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.